Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The chronic total occlusion was located in a severely calcified superficial femoral artery. The 6.0mm x 200mm, 135cm charger balloon catheter was advanced to the target lesion however, the balloon ruptured at an unknown atmosphere and at an unknown number of inflation. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).